Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds, low amplitude r-waves, loss of capture with less than two seconds of asystole occurring approximately four days post implant procedure. Subsequently, additional surgical intervention was taken and the rv lead was explanted and replaced. Upon removal of the rv lead, the physician noted a significant amount of tissue. No additional adverse patient effects were reported.